Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time [1][2][3].), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.

Event description:
It was reported that paramedics were called and transported the patient to the hospital, where the patient was admitted to the intensive care unit (ICU) with diabetic ketoacidosis (dka) on (B)(6) 2026. While wearing the pod for longer than 48 hours, the patient's blood glucose level reportedly reached 1200 mg/dl. The patient stated that the cannula looked way shorter and also reported blood on the adhesive, with the infusion site appearing red and raised. The patient further indicated that their daughter could smell insulin from the pod and alleged a possible insulin leakage during wear. Reported symptoms included hyperglycemia, malaise, nausea, and thirst. The patient noted feeling like "couldn't function" and initially suspected a kidney infection; however, it was later confirmed that no such diagnosis was made. The patient received treatment with intravenous (IV) fluids, IV magnesium, IV potassium, and IV insulin. The patient was discharged on (B)(6) 2026 after an approximately four-day hospitalization. The involved pod was reportedly discarded.